Event description:
It was reported that the device had gone to elective replacement indicators but it was possible to reprogram the device to ddd mode. It was also reported that the right ventricular lead was replaced because the thresholds were off. The device was explanted and replaced. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device met expected longevity. Evaluation summary: (B)(4) miscellaneous - not analyzed/met expected longevity. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had gone to elective replacement indicators but it was possible to reprogram the device to ddd mode. It was also reported that the right ventricular lead was replaced because the thresholds were off. The device was explanted and replaced. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The device met expected longevity.